Event description:
Patient presented in clinic for a normal follow up and externalized conductors were noted. No electrical anomalies were detected. Plans were made for the lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.